Event description:
It was reported the patient had chest pain two days post implant. A CT scan showed a perforation. The lead was repositioned and is still in use. No further patient complications have been reported.

Event description:
It was reported the patient had chest pain two days post implant. A CT scan showed a perforation. The lead was repositioned. Additional information has been received, reporting the lead impedance was high, > 3000 ohms, and there was an inappropriate shock delivered, due to oversensing of noise. The noise oversensing was observed when stressing the implant site. An x-ray showed severe bending around the anchoring sleeve; a lead fracture was suspected. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Other: it was reported the patient had chest pain two days post implant. A CT scan showed a perforation. The lead was repositioned. Additional information has been received, reporting the lead impedance was high, > 3000 ohms, and there was an inappropriate shock delivered, due to oversensing of noise. The noise oversensing was observed when stressing the implant site. An x-ray showed severe bending around the anchoring sleeve; a lead fracture was suspected. The lead was capped and replaced. No further patient complications have been reported as a result of this event. No conclusion can be drawn. Impedance, high, interference, lead(s), fracture of, oversensing, shock, inappropriate.